Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose level was not impacted. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.